Event description:
It was reported that a hip revision surgery was performed due to peri-prosthetic fracture.

Manufacturer narrative:
Additional MFR narrative: describe event or problem, other relevant history. MFR name, city, and state, MFR site. This event will be closed as it was identified as duplicate of event reported under 9613369-2019-00023.

Event description:
It was reported that a hip revision surgery was performed due to peri-prosthetic fracture. Stem was identified as broken.